Event description:
Vicryl sutures cultured after (3) superficial surgical site infections (ssis) identified a few weeks after total joint cases done all on the same day and in the same operating room. Sutures used during 3 total joint procedures were kept in operating room, and removed after three (3) patient's superficial ssis were identified. All three (3) types of sutures were submitted for culturing (x3 each- 9 total) seven came back with no growth. Two came back with positive (+) culture results that may be attributed to contamination during testing and one had coagulase negative (B)(6) species and the other had coagulase (B)(6)s. Lot #s - jmk776 and jl7734.